Event description:
The implant was removed due to an unknown reason.

Manufacturer narrative:
Zimvie complaint (B)(4).

Manufacturer narrative:
This report is being submitted to report additional information. Customer confirmed the tooth site number, placement and removal dates. The following sections are being reported: b5: describe event or problem d6a: if implanted, give date. D6b: if explanted, give date. H2: if follow-up, what type. H10: additional narratives/data.

Event description:
It was confirmed by customer that the tooth site is #9.

Event description:
No additional or corrected information to report.

Manufacturer narrative:
This report is being submitted to report additional information. One implant was returned for investigation. Visual/physical evaluation of the as returned product identified signs of use (bone residue around external threads) but no apparent signs of malfunction. Dimensional analysis was performed, and device was determined to be within specs. DHR review was completed for the subject lot number. No deviations or non-conformances, which could have caused or contributed to the reported event, were noted as part of the DHR. Complaint history review was performed for the reported lot number for similar events and no other complaint was identified. The customer did not submit images for the reported event. Based on the investigation, the most likely root causes could not be determined. Device malfunction has not occurred. Additionally, the reported event could not be verified since the exact details of event were unknown/unverifiable. No further investigation or immediate CAPA / hhe/d escalation is required, as the complaint investigation did not confirm the product was nonconforming at the time of distribution, and no new failure mode, harm, or hazardous situation was identified through the investigation performed.